Event description:
Pt treated with balloon kyphoplasty for osteoporotic burst fracture of l2. Pre-operatively, the posterior vertebral wall was slightly displaced into the canal. The procedure was completed without complication or bone cement extravasation. Several days post-operatively, the pt returned complaining of new back pain. Add'l info on 06/07/2006 indicated that a follow-up MRI shows the bone cement forcing the vertebral fragment further into the spinal canal. Pt has developed leg pain.

Manufacturer narrative:
Device not returned for eval; follow-up conversation with physician reporting event. The filling of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event.